Manufacturer narrative:
The investigation has been completed for the reported issue of limb ischemia. The device was not received for evaluation. The root cause of the limb ischemia was the use of a sheath that was not indicated for use with impella. As noted in the impella IFU: impella cp with smart assist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The patient experienced limb ischemia resulting in the decision to explant the pump. The patient survived the procedure.